Event description:
The customer reported the m3535a defibrillator had an unexpected shutdown during pacing therapy, and then would not power up on a/c or battery power. There was no adverse patient impact.